Event description:
We had somewhere around 10 tpn bags today that leaked after they were pumped, requiring us to repump them. They all seemed to be exactamix 500ml bags with lot # 60177094. We called baxter this afternoon and reported the issue.